Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The bifurcate was intentionally implanted low to preserve an accessory left renal artery. The final angiogram indicated that a seal was achieved and the aneurysm excluded. It was reported that during a follow up CT scan, nine months post index procedure, a proximal and distal type I endoleak were noted. The scan revealed malposition of the ipsilateral limb in the right iliac. There is approximately 3 cm of uncovered iliac beyond the distal end of the limb that can be used to extend the original graft to achieve a seal. The aneurysm is currently approximately 5 cm and has not enlarged. The physician stated that the event was related to the device. The physician stated that the type ib endoleak was due to disease progression and the failure to extend the limb all the way to the hypogastric artery. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).